Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient was revised for a ib2 poly. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. Therefore this reporting needs to be voided. The corrected component will be reported on 0001822565 - 2019 - 04795.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. Therefore this reporting needs to be voided. The corrected component will be reported on 0001822565 - 2019 - 04795.